Event description:
An impella 5.5 device was inserted via the right axillary artery in a 44-year-old male patient presenting with cardiomyopathy, scai shock stage e. The patient¿s comorbidities were unknown. The patient developed a gastrointestinal (gi) bleed of unknown origin and received four units of packed red blood cells. The clinical team noted that the bleeding was not attributed to the impella device. A contributing factor was concurrent v-a ECMO support. There were no anticoagulants in use while the patient was at the (B)(6) university; anticoagulation status at (B)(6) hospital is unknown. The impella device was not explanted when care was withdrawn. The patient expired. The reported gi bleed requiring blood transfusion is consistent with complications associated with critical illness and systemic factors. The device will be conservatively reported for death; however, the death is most likely attributable to the severity of the underlying cardiomyopathy and profound hemodynamic compromise associated with scai shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This MDR is submitted to correct information previously reported in b1, b2, d4 and h1. Upon further review, the report type selected in the prior submission was determined to be incorrect. H1 has been updated accordingly to accurately reflect the appropriate reportable event category.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details.